Manufacturer narrative:
Report source: the country of origin is japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation suddenly became stronger than the previous day, to the point that it was surprising. The stimulation suddenly increased when the patient was sitting down on a chair and was in a state of bending backward, so adaptive stimulation was considered, and the stimulation was turned off temporarily and the patient took the same posture as during lunch. There was no response even though the "menu" button was pressed several times in order to confirm the posture. When the intensity on the setting screen was checked, group b 1.2 was set to 1.0, so the stimulation was turned on when it was lowered to 0.8. The group was surrounded by green, and it was confirmed that the "stimulation is off" message also disappeared, but it was noted that the patient did not feel any stimulation. Afterward, it was confirmed that the adaptive stimulation had been turned off. The intensity was increased while observing the patient's condition, and the stimulation was finally increased to 2.5, but the stimulation was not felt. They increased and decreased the intensity of stimulation and confirmed whether or not the symptoms had improved; the issue was not resolved. It was later noted that when lying down, the stimulation was very intense and the patient could not sleep, so there was a request to decrease the stimulation. Guidance was given regarding how to reduce stimulation. The patient was instructed to hold the posture where the intensity of stimulation was reduced from 2.5 to 1.5 and to monitor if the patient was feeling comfortable with it. The representative noted that the patient complained that the stimulation suddenly increased when they were sitting down on a chair and were in a state of being twisted, so it was believed to be a change in the feeling of stimulation due to the posture. The patient's adaptive stimulation settings might have changed depending on the controller operation by the patient, but this was unkno wn. The issue was not resolved.